Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The initial na result was 148 mmol/l and the repeat result was 141 mmol/l. It was asked but not known if questioned results were reported outside of the laboratory. The na electrode lot number and the expiration date were asked for but not provided.

Manufacturer narrative:
The investigation determined the root cause was consistent with pre-analytical handling. A product problem was not identified.